Event description:
It was stated that the customer was hospitalized with a blood glucose reading of 400 mg/dl. The customer was not coherent and was unable to answer any questions at the time of the call. Troubleshooting was performed and the insulin pump was programmed correctly. The nurse stated that the customer needs more training on carbohydrate counting. The nurse stated she would be calling back to further troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.